Manufacturer narrative:
Additional information in h6. Results of investigation: the associated device, intended for use in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The snap rings of the device are missing. The device was manufactured in 2008 and shows signs of extensive use. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Internal complaint reference (B)(4).

Event description:
It was reported that during inspection it was found that the spacer block does not have c-snap rings. No case involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.